Event description:
It was reported that a tandem mobi cartridge alarm occurred, and there was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. The customer removed the cartridge from the pump and delivered a successful 9-unit bolus but was unable to reload the original cartridge. Technical support confirmed the cartridge issue and qualified it for pump replacement, advising the customer on the necessary steps and confirming a replacement pump was sent. The pump was in warranty, and no backup therapy was available, with the customer planning to contact their healthcare provider and follow instructions for returning the faulty pump.